Event description:
It was reported " incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death this report addresses the first needle used (25mm).

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported " incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death. This report addresses the first needle used (25mm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported " incident involving a sudden cardiac arrest in the latter part of february, the crew states they deployed a 25 mm needle into the left proximal tibia and the trochar could not be separated from the catheter. The crew moved to the right leg and deployed a 45 mm. The crew states they tried to separate the trochar, and the entire needleset pulled out of the leg." Was an injury/death involved: nonjury/death this report addresses the first needle used (25mm).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult stylet removal was inconclusive because the sample was reportedly intentionally manipulated. The product returned for evaluation was one 25mm intraosseous needle. The sample was assembled with the stylet inlaid through the needle. The stylet was not fully inserted and appeared to be positioned backward, with the bevel facing opposite the needle bevel. Microscopic inspection of the sample confirmed that the stylet was oriented incorrectly. Attempts to remove the stylet were initially unsuccessful. The stylet was successfully removed; however, resistance was encountered. Following proper assembly of the needle/stylet, the device functioned as intended. The safety activated as intended and fully covered the needle tip when the stylet was withdrawn from the needle. The stylet was improperly inserted into the needle; however, information received from the safes team suggested that the sample may have been manipulated in order to try to replicate reports of difficult stylet removal. It could not be determined if any sample features were the result of such manipulation. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.